Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified distal left anterior artery. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during insertion, the screen went dark when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.